Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Report source: foreign: (B)(6). UDI number- (B)(4). The customer has discarded the device and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly. Requested but not returned by customer.

Event description:
It was reported that there was a problem with the battery part suddenly heated up and producing smoke. There was not any impact on patients regarding this problem. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). The device history record (DHR) for 00515047500 lot number 64027598, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported from (B)(6) hospital that the battery part suddenly heated up and produced smoke. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.